Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device is currently being sent to bbm (B)(4) for evaluation. A follow up report will be provided after the device is received and the evaluation results are available.